Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, nickel sensitivity, breast prosthesis user, adenoidectomy, multi gravida, abortion, parity 2 and smoker. Concurrent conditions included chronic migraine and headache. Family history included acute myocardial infarction (father) and bicuspid aortic valve (son). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("headache hemiparesthetic migraine on the left hemisphere / oppressive headache localised in the left hemisphere with jabbing pain exacerbations"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), amenorrhoea ("period interruption"), tachycardia ("tachycardia"), swelling ("swelling"), emotional distress ("emotional suffering"), headache ("headaches") and dermatitis allergic ("skin sensitivity issues"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity, amenorrhoea, tachycardia, swelling, migraine and emotional distress outcome was unknown and the dermatitis allergic had not resolved. The reporter considered amenorrhoea, dermatitis allergic, emotional distress, headache, hypersensitivity, migraine, swelling and tachycardia to be related to essure. The reporter commented: easily performed hysteroscopy with good visualisation of both ostia. Easily performed insertion of devices, leaving three rings visible in the right tube and five in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): fundoscopy - on (B)(6) 2014: normal. Neurological examination - on (B)(6) 2014: normal. Pathology test - in june 2020: anatomopathological diagnosis: left and right tube (salpingectomy), both essures were removed.no significant morphological alterations. Physical examination - on (B)(6) 2020: soft abdomen, not tender to palpation. Laparoscopy scars in good condition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: the follow information were include lawyer's reporter, events headache, cutaneous hypersensitivity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergic reaction') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, nickel sensitivity, breast prosthesis user, adenoidectomy, multi gravida, abortion, parity 2 and smoker. Concurrent conditions included chronic migraine and headache. Family history included acute myocardial infarction (father) and bicuspid aortic valve (son). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("headache hemiparesthetic migraine on the left hemisphere / oppressive headache localised in the left hemisphere with jabbing pain exacerbations"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), amenorrhoea ("period interruption"), tachycardia ("tachycardia"), swelling ("swelling") and emotional distress ("emotional suffering"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity, amenorrhoea, tachycardia, swelling, migraine and emotional distress outcome was unknown. The reporter considered amenorrhoea, emotional distress, hypersensitivity, migraine, swelling and tachycardia to be related to essure. The reporter commented: easily performed hysteroscopy with good visualisation of both ostia. Easily performed insertion of devices, leaving three rings visible in the right tube and five in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): fundoscopy - on (B)(6) 2014: normal. Neurological examination - on (B)(6) 2014: normal. Pathology test - in (B)(6) 2020: anatomopathological diagnosis: left and right tube (salpingectomy), both essures were removed.no significant morphological alterations. Physical examination - on (B)(6) 2020: soft abdomen, not tender to palpation. Laparoscopy scars in good condition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of hypersensitivity ("allergic reaction") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of urethral cyst, amenorrhea, respiratory infection, pharyngitis, tonsillitis, dermatitis, eczema, thrombocytosis, vomiting, malaise, cesarean section, allergic reaction, eczema, diarrhea, vomiting, gastroenteritis, smoker, parity 2, abortion, multi gravida, adenoidectomy, breast prosthesis user, nickel sensitivity and allergic reaction to analgesics. The patient had a family history of acute myocardial infarction (father) and bicuspid aortic valve (son). Concurrent conditions were listed as headache and chronic migraine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 784 days after essure insertion, she experienced migraine ("headache hemiparesthetic migraine on the left hemisphere / oppressive headache localised in the left hemisphere with jabbing pain exacerbations"). On unknown date she experienced hypersensitivity (seriousness criteria medically important and intervention required), amenorrhoea ("period interruption"), tachycardia ("tachycardia"), swelling ("swelling"), emotional distress ("emotional suffering"), headache ("headaches"), dermatitis allergic ("skin sensitivity issues") and eczema ("dyshidrotic contact eczema"). The patient was treated with surgery (hysterectomy with laparoscopic bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the dermatitis allergic had not resolved. The outcomes for hypersensitivity, amenorrhoea, tachycardia, swelling, migraine, emotional distress and eczema were unknown. The reporter considered amenorrhoea, dermatitis allergic, eczema, emotional distress, headache, hypersensitivity, migraine, swelling and tachycardia to be related to essure administration. The reporter commented: easily performed hysteroscopy with good visualisation of both ostia. Easily performed insertion of devices, leaving three rings visible in the right tube and five in the left tube. Insertion of devices without difficulty, leaving 3 visible coils on the right and 5 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.875 kg/sqm. [Allergy test] in 2015: nickel allergy, [blood thyroid stimulating hormone] on (B)(6) 2006: 4.35 mcui/ml, [fundoscopy] on (B)(6) 2014: normal, [neurological examination] on (B)(6) 2014: normal, [pathology test] in (B)(6) 2020: anatomopathological diagnosis: left and right tube (salpingectomy), both essures were removed.no significant morphological alterations [physical examination] on (B)(6) 2020: soft abdomen, not tender to palpation. Laparoscopy scars in good condition, [ultrasound scan] (date unknown): satisfactory results. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-may-2024: new event dyshidrotic contact eczema added. New reporters are added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('allergic reaction') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics, nickel sensitivity, breast prosthesis user, adenoidectomy, multi gravida, abortion, parity 2 and smoker. Concurrent conditions included chronic migraine and headache. Family history included acute myocardial infarction (father) and bicuspid aortic valve (son). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("headache hemiparesthetic migraine on the left hemisphere / oppressive headache localised in the left hemisphere with jabbing pain exacerbations"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), amenorrhoea ("period interruption"), tachycardia ("tachycardia"), swelling ("swelling") and emotional distress ("emotional suffering"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity, amenorrhoea, tachycardia, swelling, migraine and emotional distress outcome was unknown. The reporter considered amenorrhoea, emotional distress, hypersensitivity, migraine, swelling and tachycardia to be related to essure. The reporter commented: easily performed hysteroscopy with good visualisation of both ostia. Easily performed insertion of devices, leaving three rings visible in the right tube and five in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): fundoscopy - on (B)(6) 2014: normal. Neurological examination - on (B)(6) 2014: normal. Pathology test - in (B)(6) 2020: anatomopathological diagnosis: left and right tube (salpingectomy), both essures were removed. No significant morphological alterations. Physical examination - on (B)(6) 2020: soft abdomen, not tender to palpation. Laparoscopy scars in good condition. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.